Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, the valve was implanted at an optimal depth but severe paravalvular leak (pvl) was reported. The valve was post-dilated with a balloon aortic valvuloplasty (bav) with no improvement in the pvl. The physician was trying to determine if the pvl was associated with the previous surgical valve or was occurring between the two frames of the surgical valve and the transcatheter valve. It was decided to implant a second valve within the first valve to correct the pvl. The second valve was implanted with a reported gradient of 12 mm and severe pvl remained, therefore the physician determined the pvl to be associated with the non-medtronic surgical valve. No additional adverse patient effects were reported.